Manufacturer narrative:
(B)(4). Date sent: 3/30/2020. D4: batch #t93e43. Investigation summary the 5dcs instrument was returned with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality to evaluate any cutting issues. Upon functional testing of the device, it cut the test media as intended; no anomalies were noted. The event could not be confirmed as the insulation tip was returned with no damage. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #unk. Date of event is 2020. Event day and event month were not provided. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during an unknown procedure, the insulator's tip was torn and damaged, leading to electric leakage. Surgery was not delayed due to the event and was successfully completed. There were no patient consequences reported. No further information is available.